Event description:
I performed the procedure. This was a routine procedure where I placed a savi scout localizer within the left breast mass with us (ultrasound) guidance, without complications. Immediately following placement, we assess for an audible beep using the savi scout probe. There was no audible beep, despite numerous attempts (including while I visualized savi scout within the breast mass under us). Therefore, I placed a second savi scout under us guidance. Similarly, no audible beep using the savi scout probe, despite numerous additional attempts (including with us visualization). A mammogram was obtained, which shows both savi scouts within the mass. Additionally, the savi scout rep was called and asked to come in and assess using hers and our equipment. She was unable to obtain audible beep.